Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned for evaluation. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be likely due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation and all fragments were returned for evaluation. Visual inspection of the device found that the device had fractured proximally to the central post. The device also exhibits nicks and gouges across all surfaces that are indicative of wear. There is no dimple or undercut present that are indicative of a redesigned persona tasp. Root cause remains attributable to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device had fractured when attempting to put in the trial articular surface. All pieces were retrieved from the patient. No further adverse events have been reported from this malfunction.

Manufacturer narrative:
(B)(6). Concomitant medical product: zimmer persona knee system tibial articular surface provisional, cat#: 42517400510, lot#: 62720225. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04834.

Event description:
It was reported the device had broken off when attempting to put in the trial articular surface. This happened in two separate cases. All pieces were retrieved in both cases. No adverse events have been reported as a result of the malfunction.